Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was fluid in the battery compartment. The battery cap was not okay. They dried the battery cap and the battery compartment. They had a blank display. They inserted a battery and the display reappeared. However, the insulin pump did not pass the self-test. The drive support cap was not damaged. The customer¿s blood glucose level was 156 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and self test. No moisture damage on the electronics, vibrator, motor and keypad assembly noted. However, moisture damage found inside the battery tube during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked belt clip slot and minor scratched lcd window.